Event description:
In the surgeon's opinion, the intraocular lens (iol) calculation contributed to the event.

Event description:
A surgeon reported poor vision and marked residual astigmatism following an intraocular lens (iol) implant procedure. The lens was explanted and replaced with another atiol.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2015. (B)(4).